Event description:
(B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. In (B)(6) 2007 a taxus express2 stent was placed in the mid lad (left anterior descending). In (B)(6) 2010, the patient was admitted with a non-st elevation myocardial infarction (nstemi). Angiography showed a previously placed stent in the proximal portion of the 1st diagonal with 30% ostial in-stent restenosis and 10% in-stent restenosis of the proximal to mid lad with a small septal branch jailed with a 90% stenosed ostial lesion. The patient was discharged one day post procedure on aspirin and clopidogrel. The patient remained asymptomatic at discharge.

Event description:
Additional information received indicated the taxus express2 stent placed in the mid lad was 3.5x12mm. The patient was also noted to have a history of non-compliance with medications.

Manufacturer narrative:
(B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Additional information: describe event or problem, catalog/model #, upn, device lot number, device expiration date, device manufactured date. (B)(4).